Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to limited rom. A debridement was performed and a 3x11 insert was revised to a 3x9 insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding range of motion (rom) involving a triathlon insert was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was unknown. -complaint history review: could not be performed as lot code information was unknown. Conclusions: it was reported that the patient was revised due to limited range of motion. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to limited rom. A debridement was performed and a 3x11 insert was revised to a 3x9 insert. Rep confirmed that no further information will be released by the hospital or surgeon.